Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. The pt had reported experiencing painful stimulation and an electrical sensation during device stimulation. No x-rays or interventions were taken to address this event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.